Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during therapy initiated on (B)(6) 2013 at 19:19:30. During night drain cycle two, the patient's ultrafiltration reading was 1068ml, indicating the home patient (hp) drained 1068ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history logs. The cause of the issue could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.